Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue and leaked. The reporter stated that the solution bags were not tightly connected to the cassette lines. This was identified during the initial drain cycle of peritoneal dialysis therapy. The technical service representative (tsr) assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. No patient injury or medical intervention was reported. No additional information is available.